Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare representative that the gas inlet port was damaged on an rd900 neopfuff infant resuscitator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was returned to our fisher & paykel healthcare (fph) service centre in (B)(4) where it was examined by a trained fph service engineer. The neopuff device was repaired and the damaged components were sent to (B)(4) for further evaluation. Results: visual examination revealed that the gas inlet port was cracked. A lot check revealed one other complaint of this nature for lot number 100527. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the gas inlet port was due to some form of impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The complaint neopuff device was fitted with a new fascia and valve system and returned to the customer after passing the necessary safety and performance checks.